Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Dislodged/dislocated stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon was unable to visualize one (1) of the two (2) stents intraoperatively. During a one-week postop examination, the surgeon observed that one (1) stent dislodged in the inferior angle. Through follow-up, the surgeon consulted with glaukos medical monitor who reported reviewing the possibility of the stent not being mobile. Consultation included treatment options based on the stent positioning. Following the medical consult, the following additional information was received. Reportedly, a follow-up examination was performed to locate the stent; subsequently, the surgeon plans to remove the dislodged stent and replace it with another stent. Additional information has been requested.